Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on or about (B)(6) 2010, after use of the product.

Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving two separate products; associated MDR number: 1225714-2013-00731.